Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Cement manufacturer is unknown. The medial compartment of tibia collapsed and tibial revision needed. Doi: (B)(6) 2016; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: corrected: h6 (patient). No code available (3191) to capture surgical intervention and medical device removal.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) used to capture the medical device removal. The concomitant insert and patella has been changed to unk insert and unk patella as per to do.

Event description:
Medical records received 17 june 2019 and were reviewed 23 october 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 1. On (B)(6) 2018, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon reported the tibial component had some loosening. He noted a well-fixed femoral component. The surgeon did not comment on the patella and it was not revised. The patient was implanted with attune tibial component revision and smartset cement x 1. There were no complications reported with the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2018; (rt knee).